Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer reported that they were having high blood glucose of 400 mg/dl at the time of incident. The customer stated that the no delivery alarm was able to be resolved. The reservoir will not be returned for analysis.